Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have caused gum loss and they had gum reconstruction that failed due to the aligners. They were told it was fine by the byte dentist but it was not.